Manufacturer narrative:
The insulin pump alarmed during basic occlusion and prime test due to loose protruded drive support disk. However, the insulin pump passed displacement test, operating currents, self test, off no power and a21 error test. The insulin pump was programmed with multiple bolus deliveries and monitored; all bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen, no history anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin pump would prompt to rewind and would again receive a compromised force sensor alarm. Customer's blood glucose was 539 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.